Event description:
This needle came in the custom pack and did not have a hole in the end of it. Another lumbar tray opened. No patient harm.======================manufacturer response for 22 g x 1.5 inch needle, (brand not provided) (per site reporter).======================I emailed our rep to inform him of this needle. I am awaiting his response.